Event description:
Limited info was available to the distributor from the reporting hosp. The cardiologist attempted adenotomy closure with a techstar xl 7 fr pvs device. Reports indicated the cardiologist had an issue with needles coming out in the wrong place. There was no indication that any pt injury occurred. The occurrence is being reported because needle back down was not successful according to preliminary failure analysis, and previous instances of unsuccessful needle back dow have resulted in reportable events.